Manufacturer narrative:
A field engineer visited the site and replaced the gripper, probe and made the appropriate alignments and adjustments to the components. The fe also adjusted the reader camera for proper reading of the gel cards, returning the analyzer to expected operation. The customer performed acceptable qc. No further complaints have been logged. No definitive root cause was determined.

Event description:
The customer reported that the ortho provue analyzer interpreted the reverse grouping of a group ab patient's sample as positive instead of negative. The customer visually reviewed the gel card and reported that the a1 and b cells of the microtubes were clearly negative. The sample was repeated in tube method using ortho 3% affirmagen lot # a665 and a negative reactivity was obtained. The customer observed a discrepancy with abo forward and reverse grouping; furthermore, the patient's results did not match alternative method, preventing erroneous results from being reported. The false positive interpretations occurred regardless of test method. If this incident were to recur, undetected, during patient a/b/d testing without a reverse group or rh testing, erroneous lead to inappropriate action.